Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: (B)(4) 2.3 serial number/batch: (B)(6) 2.4 software version: (B)(4) 2.5 hours of operation: 2771 hours 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. At the given date of the incident from the customer ((B)(6) 2022) no infusion was started. Therefore, the last infusions at (B)(6) 2022 were investigated. At (B)(6) 2022 14:59 pm the rate was set to 120 ml/h and the vtbi to 120 ml. In the same minute a bbraun space line neutrapur was inserted. The infusion was started at 14:59 pm. At 15:28 pm the infusion was stopped by a battery alarm. Up to that time the device has delivered 57,23 ml (actual volume infused). It could be detected that the device alarmed several times before the infusion with "battery near empty" alarms. The device wasn´t connected to mains operation. At 21:25 pm a space line was inserted. One minute later the vtbi was set to 50 ml and the rate to 100 ml/h. The infusion was started at 21:27 pm. The infusion was stopped by "vtbi done" at 21:57 pm. Up to that time the device has delivered 50 ml (actual volume infused). Furthermore, no anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,57%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could not be reproduced. No infusion was performed at the specified date of incident ((B)(6) 26). In the history files an infusion could be detected at (B)(6) 2022. The infusion was stopped after 30 minutes instead of 60 minutes. The early stop is due to a "battery near empty" alarm. The device wasn't connected to mains. Furthermore, no anomalies could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in australia: "underinfusion" according to the customer: reason of complaint: x2 different pumps failed to deliver the abx within the intended time(30minutes). When the pump stated it was complete the abx bag remianed full." When a third abx was due, a third pump was used. This delivered the medication over 30 minutes instead of an hour.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available.